Event description:
It was reported that a physician attempted arteriotomy closure of the common femoral artery using a proglide device after an atherectomy procedure in the superficial femoral and popliteal arteries. Reportedly, pulstile flow was difficulty from the marker lumen after advancing the proglide device into the artery with a 6f sheath and removing the guide wire. A guide wire was inserted and the device was removed. Once the proglide was removed it was found that the suture appeared to have come out of the device around the foot plate at the link. Hemostasis was achieved using a second proglide device. The patient was reported to be "very obese", weighing (B)(6). There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded; the return of the device may have assisted the investigation of the reported event. Without device analysis a conclusive cause for the reported difficult pulsatile bleeding and suture coming out of device at the foot cannot be determined. Difficult pulstile flow from the marker lumen and suture coming out of device can be affected by numerous factors including, but not limited to, manufacturing, patient anatomical conditions and/or user technique. During manufacturing, each device is visually inspected. In addition, sampling of finished devices is destructively tested to verify the functionality of the device. If the foot is deployed partially outside the vessel, or the user does not rest the foot against the arterial wall, pulsatile flow from the marker lumen may be difficult to achieve. Patient anatomy (e.g. Calcified arteries, morbidly obese patients, etc.) May contribute to the reported event. A femoral angiogram plus an ultrasound were taken and no calcification was noted. The patient was reported to be very obese, weighing 300 plus pounds and may have contributed to the reported event. Proglide instructions for use, under special patient population indicates that the safety and effectiveness of the perclose proglide smc devices have not been established in morbidly obese patients. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database was performed and there were no other incidents reported from this lot. There is no indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information. The estimated weight of the patient was reportedly (B)(6). The patient was reported to be very obese ((B)(6)) and per the instructions for use under special patient populations, the safety and effectiveness of the perclose proglide smc device has not been established in the use of the device in patient population that are morbidly obese (body mass index greater than (B)(6)).